Manufacturer narrative:
Conclusions: device discarded - unable to follow-up; no conclusion can be drawn. The device was not returned to merit and therefore, was unable to be evaluated. Mfg documentation was reviewed and no anomalies were noted. Since the device could not be evaluated, no conclusion could be determined. If more info becomes available regarding this event, merit will submit a follow-up report. Merit will continue to monitor these types of events for any potential trends.

Event description:
During a pericardiocentesis procedure, the site experienced difficulty in loading the catheter onto the guide wire. The site stated that the catheter could have been kinked at the distal end and that the pigtail could not be properly straightened. The physician placed the catheter onto the wire and it became lodged on the wire during advancement, outside the pt's body. The cardiologist decided to cut the wire and the wire unraveled. The physician placed a needle into the insertion site to hold his place and removed the catheter/wire and replaced it with a second kit.